Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 03/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 231mg/dl and 209mg/dl fasting. Reviewed meter memory: 184mg/dl (B)(6) 2015 10:52:00 pm fasting: yes; 223mg/dl (B)(6) 2015 07:31:00 pm fasting: yes; 195mg/dl (B)(6) 2015 11:43:00 am fasting:yes; 203mg/dl (B)(6) 2015 02:04:00 pm fasting:yes; 206mg/dl (B)(6) 2015 01:32:00 pm fasting:yes; no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 03/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 231mg/dl and 209mg/dl fasting. Reviewed meter memory: 1:184mg/dl (B)(6) 2015 10:52:00 pm fasting:yes. 2:223mg/dl (B)(6) 2015 07:31:00 pm fasting:yes. 3:195mg/dl (B)(6) 2015 11:43:00 am fasting:yes. 4:203mg/dl (B)(6) 2015 02:04:00 pm fasting:yes. 5:206mg/dl (B)(6) 2015 01:32:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).